Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the returned part. The as received condition of the plate was assembled and intact with some minor marking and damage consistent with normal field usage. Most related dimensional features are not obtainable in the current assembled state. Visual and dimensional inspection of the returned part showed all undamaged features meet dimensional and visual requirements for pertinent features that could be related to the customer complaint. This complaint is deemed to be indeterminate, as several features were unobtainable due to the assembled condition of the part. Part disassembly is not possible without damaging the features in question. No complaint was alleged against reported part and associated mdrs have been rescinded.

Event description:
Re-evaluation of the complaint event determined the complaint is alleged against the broken blade which resulted in the need for revision surgery and may be associated with the allegation of non-union. A complaint was not alleged against the other reported parts, therefore, the medwatch report for part number 282.610, 135 deg lcp® dhhs(tm) sideplate-std barrel 2 holes is hereby rescinded. This report is 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient/case ID# (B)(6). A review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It was reported that the patient was found to have broken dynamic helical hip system dhhs blade and non-union of a left transcervical femoral neck fracture on a routine post surgical office visit on (B)(6) 2013. The dhhs construct was originally implanted on (B)(6) 2013 during an open reduction internal fixation orif procedure to treat a left transcervical femoral neck fracture, displaced. The broken hardware was removed and the revision was performed during a second orif procedure on (B)(6) 2013. Stable fixation was achieved with a dhhs 135 degree, two-hole side plate and three, 6.5 mm cancellous screws. This report is for one, 135 deg lcp dhhs(tm) sideplate-std barrel 2 holes. This report is 1 of 5 for complaint (B)(4).